Event description:
Routine complaint investigation when a consumer reported observing blood on a test strip purchased from an express scripts facility in their state. The test strips had an expiration date of april 2002. No report of death, serious injury or mistreatment has been associated with this event.